Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was unable to remove all of the air. Reportedly, a cartridge change was performed to resolve the issue and insulin delivery was resumed. Customer¿s blood glucose level was 111 mg/dl.